Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Heartmate 3 related MFR#: 2916596-2022-15033. It was reported that the patient exchanged the system controller at home on (B)(6) 2022 due to the speaker not working after a routine self-check. The patient had a loss of consciousness, fell and hit their head. The patient regained consciousness after they were connected to the backup system controller. The patient had a computed tomography (CT) that showed a small stable subdural hematoma on their head. In the emergency department (ed), the patient was found to be in ventricular fibrillation and was defibrillated into sinus rhythm.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of one of the system controller's speaker not working was not confirmed, as the system controller (serial number (B)(6)) was not returned for analysis. However, the reported event of a controller exchange was confirmed via the submitted log file. The provided log file contained approximately 4 days of events from (B)(6) 2022, and it contained no atypical events related to the controller . The pump maintained speeds above the low speed limit (lsl) while connected to the driveline. On (B)(6) 2022 at 21:32:41, the driveline was disconnected, followed by pump stop at 21:34:13. The system controller was powered off at 21:47:51 to exchange the controller , confirming the reported controller exchange. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no responses were received, and no additional information was provided. This analysis could not conclusively determine the root cause of the reported events. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. These sections state that ¿when an alarm occurs messages appear on the system controller¿s user interface screen to help resolve the problem¿. The last six alarms can also be viewed by accessing the alarm history on the user interface: the ¿alarm history screen shows the date and time of the alarm occurrence at the top of the screen¿. Heartmate 3 instructions for use section 2 entitled ¿replacing the current system controller¿ and heartmate 3 patient handbook section 2 entitled ¿how your pump works¿ addresses how to properly exchange system controllers and to notify the hospital. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 13feb2019. No further information was provided. The manufacturer is closing the file on this event.